Event description:
When attempting to remove scalpel from shelf box, one of the packages was not completely sealed and the blade pierced an employee's skin. This injury resulted in three stitches. Actual sample/package was discarded.